Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to address the customer's reported issue. Fse tighten loose screws on the terminal strip, adjusted voltage, reseated the cable on the main board, adjusted the seal breaker in the y-axis, adjusted the dispense lane cup holder and cup transfer to dispense lane. Fse verified the instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-nov-2016 through 04-dec-2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12 - flag and error messages, error 2140 is seal break failure. This error is generated when a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The solution is for customer to contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor s041, and the seal break operation. The most probable cause of the reported issue was due to out of alignment seal breaker.

Event description:
On (B)(6) 2017 customer reported getting error 2140 seal break failure on the aia-900 instrument. Customer is unable to run luteinizing hormone (lh), estradiol (e2), progesterone (prog ii), and follicle stimulating hormone (fsh). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of lh, e2, prog ii and fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.